Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead appear to have exhibited mypotential oversensing of the diaphragm, given the cyclic nature of the signals. The noise was not seen on the right atrial (ra) or shock channels, thus electromagnetic interference (emi) noise was unlikely. The oversensed noise was observed during true pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) discussed possible causes and troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported. Additional information received approximately one year later reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited continued oversensing of myopotential noise on the right ventricular (rv) lead channel. Review of the most recent pacemaker mediated tachycardia (pmt) episode showed oversensed noise with a 1.5 second pause, with no indication of any longer pauses on the reviewed episodes. Technical services (ts) discussed troubleshooting options and programming considerations. Noise was reproducible in-clinic with deep breathing, but the oversensed noise was resolved once sensitivity was adjusted to 0.8 mv. This crt-d remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead appear to have exhibited my potential oversensing of the diaphragm, given the cyclic nature of the signals. The noise was not seen on the right atrial (ra) or shock channels, thus electromagnetic interference (emi) noise was unlikely. The oversensed noise was observed during true pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) discussed possible causes and troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.